Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, received sensor updating alert and calibration not accepted alert. The customer was experienced differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer blood glucose was 9 mmol/l and sensor glucose value was 2.9 mmol/l at the time of incident. The customer reported hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-7040c1. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 6.1 mmol/l and it is beyond 30% limit. Troubleshooting was performed for sensor alerts and customer was advised to replace the sensor. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer was also stated that, reservoir was showing less insulin than what is shown on the status screen.no further patient complications were reported. Product return for mmt-7040c1 was not expected.